Manufacturer narrative:
(B)(4). The device history record (DHR) of batch number 74b1600063 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Upon receipt, the tubing on the column was visually examined for any signs of abuse/misuse/damage. None were noted. The column was placed in a neptune and connected to a 1650ml water bottle. Water immediately filled the lower tubes and into the columns. The check valves were confirmed as operating as intended with water flow moving in the correct direction and being blocked as intended in other directions. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies. The sample functioned as intended.

Event description:
The complaint is reported as: the column would not fill with water. No patient injury was reported.